Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the endotracheal tube's evac yellow port continuously falling off and unable to clear patient secretions. The patient was intubated since january 4, and the evac was working up until the next day. The yellow port has since been falling off and line from the tube just keeps hanging out of patients mouth with no use. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the suction line connector was detached. A dimensional test was performed. The inner diameter of the proximal end was measured and the reading was within specification. However, it was observed that the proximal end did not present evidence of bonding agent. It was reported that during use, the endotracheal tube's evac yellow port was continuously falling off and unable to clear patient secretions. The patient was intubated since january 4, and the evac was working up until the next day. The yellow port has since been falling off and line from the tube just keeps hanging out of patients mouth with no use. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.